Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Section h10: additional information. A correlation between the device and the reported event could not be conclusively determined. The product was not returned and log files were not submitted. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt was having consistent red heart alarms. The pt was admitted to the hospital due to suspected dehydration and because the pt had received a shock from his atrial implantable cardioverter-defibrillator (aicd) due to ventricular tachycardia (vt) arrhythmia. Under the echocardiogram (echo), the pt's right ventricle (rv) looked "ok" and his aortic valve (av) was opening most of the time, so the pt was started on intravenous (IV) therapy and the pump speed was increased, pulsatility index (pi) was changed, and pump power range was changed. The pt's right ventricle (rv) had also reportedly progressed from being moderately to severely hypokinetic, considering diuretics, and the pt was started on milrinone to support him. The pt himself was reportedly facing anxiety whenever his heart rate was above normal. The pt's blood gas level was measured to be 97% oxygen saturation and the pt was started on heparin drip. Additional info was received, which indicated that the pt expired due to cva on (B)(6) 2014. The doctor determined that his pt's death was not related to the lvad pump.